Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device evaluation: analysis of the returned device identified the weight the device within specification, white particles in the shell, deformation and crease fold. Observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported "not enough milk production," side not specified, with no indication of treatment. Healthcare professional reported capsular contracture,baker grade iii. Left side device has been explanted.